Event description:
(B)(4). Yes my device was covered by my insurer. It was placed in (B)(6) 2012. About 2 months later, I began having increasing headaches, fatigue, decreased sex drive, and a lot of abdominal pain. After the 1st hsg scan, there was still some flow seen across one fallopian tube. Three months later, another hsg was performed and it was noticed that the coil could not be located. More testing was done as my pain was increasing. It was hard to even stand for any period of time or hold my son on that side. Exploratory lap was done and the coil had migrated to my colon. It was removed. The pain returned about 1 month later except that now it also hurt to have intercourse with my husband. After a CT scan for severe pain to the point it hurt to walk, they found that was uterus was enlarged to that of a 4 month pregnant person. Biopsies and ultrasound were performed, it was found that I had developed adenomyosis. Of note, I had never had any gyn problems in the past. Therefore, my doctor agreed this was from the essure device and the only choice I really had was a hysterectomy with removal of the fallopian tubes so that the other coil would be removed. This was done in (B)(6) of 2014. The incision got infected and I had to be readmitted. Recovery was quite long. Of course I have never been the same since I was thrown into early menopause. This year, 2015, I began with pain again and after not being able to hardly walk, I ended up in the ER. They found a 9cm mass and exploratory surgery was done. It was an abscess and cyst that was encased in scar tissue from the previous surgeries. This could have killed me had the abscess ruptured. So now I sit and wonder what's next?